Manufacturer narrative:
A steris service technician inspected the equipment and found that both water level sensors needed to be cleaned. The technician cleaned, reinstalled and adjusted the sensors. The washer was tested, found operational and returned to service. The reliance vision single chamber washer maintenance manual states (on page 4-2) that the water level floats should be cleaned using a germicidal detergent once a month, and weekly decontamination cycles should be run by the customer. The technician has reviewed the maintenance instructions for monthly water level sensor cleaning and weekly decontamination with the customer.

Event description:
The user facility reported the washer chamber filled up with water, and spilled out onto the floor of the clean side of the room. No injuries were reported. No procedural delays or cancellations were reported.